Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, when the cutting was finished and checked, the mucosa was not cut. The device was used without change. There were no adverse consequences to the pt.